Manufacturer narrative:
The investigation is ongoing.

Event description:
According to the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve via a transfemoral approach, the first valve encountered an issue as it was advancing out of the sheath. It became lodged in the abdominal aorta, preventing further advancement. Upon rotating the commander delivery system, a bent valve strut was observed. Consequently, the decision was made to remove the entire system and start anew. After withdrawal, a hole in the seam (clear liner) was observed when the sheath was flushed with saline. The second system was successfully deployed without any issues.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. The returned device was visually examined for any abnormalities and the following was observed: one (1) strut bent at the inflow side; frame distorted, and the leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Functional and dimensional testing was not performed due to the nature of the event. Imagery provided showed that the patient's access vessel had presence of calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was confirmed based on device returned. In this case, available information suggests patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as per 3mensio, patients access vessel has calcification and as reported "the first valve encountered an issue as it was advancing out of the sheath. It became lodged in the abdominal aorta, preventing further advancement. Upon rotating the commander delivery system, a bent valve strut was observed." Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Additionally, excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.